Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the trocar valve could not be plugged during an eye surgery. The product was immediately replaced. Additional information and product sample have been requested for evaluation.

Manufacturer narrative:
One opened trocar assembly and one opened trocar blade/handle assembly were received in a plastic bag for evaluation. The returned cannula/hub assembly was visually inspected and was found to be conforming. The sample was then dimensionally inspected for cannula identification and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore the reported complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. (B)(4).